Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator fully extended and the shaft bent; the suture and implants were returned outside the channel with the knot fully open; t2 has one end fractured away. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found that when the shaft is straightened the device retracts to pret2 and actuates as designed from that point. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an arthroscopic procedure, the t2 of the fastfix 360 deployed directly after t1. Surgery was completed with a back-up device instead. There was a surgical delay of more than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).